Event description:
On (B)(6) 2011, patient reported the down button on the infusion device does not function. This was first noticed while performing a bolus and was an intermittent issue. Patient boluses 4 times per day. The down button does not pop up after it is pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue.